Event description:
It was reported that the customer experienced ongoing intermittent occlusion issues with their pump. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump until a replacement arrived.